Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 165,381 high impedance paces noted on atrial lead counters post lead warning on (B)(6) 2010.

Event description:
It was reported that the atrial lead impedance has sharply increased, is undefined, and there have been high impedance measurements. It was also reported that the lead threshold in both pacing configurations was difficult to determine, the atrial capture management threshold increased, and its believed that the lead is fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.